Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed white residue/foreign material in the air/water channel could not be identified and a definitive root cause could not be determined, as there was no physical damage where foreign matter remained, however, there is a possibility that foreign matter remained due to a user handling/reprocessing deviation from the instructions for use. The event can be detected/prevent by following the instructions for use sections below: ¿operation manual chapter 3 preparation and inspection¿. ¿3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found distal end of the adhesive was lifted. Control body was found to be leaking. Switch condition was worn off. Scope connector was found to have water ingress. Up/down minor play failed- minor play evident. Automated air leak test failed-leaking. Electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had image issues. The issue was found during preparation for use in an unknown procedure, when the scope was connected, the image appeared with interference lines (horizontal and vertical). Inspection and testing of the returned device found white crystallized contamination, (believed to be a simethicone type product), within the air/water channels of the control body. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.